Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07694. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the most likely cause of the reportable malfunction (igniter board malfunction) are from the following: the device has been in operation for more than 10 years, and it is assumed that the igniter board failed because the electronic components of the igniter board deteriorated due to repeated use for a long period of time. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received by olympus and the user facility report was confirmed. Olympus evaluation findings found a faulty board set that would require replacement. Additionally, it was found that the scope socket was worn causing a poor connection and the socket air joint was leaking air pressure. It was also found that the lamp would require replacement. All parts were replaced and the unit passed testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-180 light went out. There was no patient involvement associated to this report.